Event description:
It was reported that a peritonealkatheter (#fv072p) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the chatheter showed a under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 76 years 11 months. Weight: 40 kilograms. Height: 148 centimeters. Gender: female. Same event as # 3004721439-2023-00329 and # 3004721439-2023-00331.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the catheter was determined. Permeability test: a permeability test has shown that the catheter is permeable. During the permeability test bloody liquid were flushed out. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.